Manufacturer narrative:
Additional information received from the clinical study coordinator indicated that the event is no longer related to the impella device. No further reports will be forthcoming.

Event description:
A notification was received from our medical safety team via loqi (abiomed¿s long-term outcome and quality indicator impella registry). It was noted that the patient on impella 5.5 support endured gl bleed, sepsis, and a suspicion of hemolysis with a "possible" relationship to the impella device used. As treatment, 1 unit rbc given and the patient was treated with antibiotics throughout his stay. Despite ldh of 630 with bilirubin trend increasing, the impella's speed was adjusted and the medical team "decided patient does not have hemolysis."

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
Additional information received that patient experiment respiratory failure and was hospitalized to address the issue.

Manufacturer narrative:
Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿